Manufacturer narrative:
The customer reported a complaint that "the autopulse platform, sn: (B)(4), displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)," which was confirmed during the functional testing and the archive data review. The root cause of the ua07 was failed load cells, likely attributed to failed component(s) or mishandling, such as a drop. Upon visual inspection, no physical damage was observed. The archive data indicated several ua07 messages on the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to ua07 displayed upon powering up, thus, confirming the customer's reported complaint. The load cell characterization check revealed over-reporting load cells, which needs to be replaced to address the ua07. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn: (B)(4).

Event description:
During shift check, customer reported the autopulse platform, serial #: (B)(4), displayed user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) error message. No patient involvement.